Manufacturer narrative:
Product event summary: analysis could not replicate the reported overheating, interrogation, and slow boot issues during testing; the programmer passed functional test. It is noted that errors were found in the programmer error log that would account for the overheating and slow boot issues and would not allow interrogation of a device. Analysis found the system fan and power supply fan were noisy. Keyboard connector on mpu (main processor unit) printed circuit board assembly was loose. Power cord bay was broken and the stylus was broken but functional.

Event description:
It was reported the programmer was overheating, would not interrogate, and had a very slow boot up process. It was also reported the hinge door housing the power cord needs to be replaced. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).